Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer stated no alarm at start up. No injury or property damage was reported.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch was broken causing a weak audible alarm, which confirmed the original complaint issue.

Event description:
The dealer stated no alarm at start up. No injury or property damage was reported.